Event description:
The electroconvulsive therapy machine continued to generate current to the patient through patches placed on the patient's temporal area after the physician stopped the treatment. The nurse attempted to remove the patches and received a shock. The machine was immediately turned off and the patches were removed. The patient was observed in pacu, transferred to a nursing unit for routine observation, and discharged home that day.

Event description:
The electroconvulsive therapy machine continued to generate current to the patient through patches placed on the patient's temporal area after the physician stopped the treatment. The nurse attempted to remove the patches and received a shock. The machine was immediately turned off and the patches were removed. The patient was observed in pacu, transferred to a nursing unit for routine observation, and discharged home that day.